Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional stated that during an intraocular lens (iol) implant procedure, when a surgeon pressed the button of injector to press the lens, the speed has increased like rocket launched at the last timing. The surgery was completed on the same day using same lens. Additional information has been requested but is not available at the time of this report.